Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comment that the analyzer needed repair to the connector. It was noted that the battery had normal battery depletion. The device passed all incoming and final functional tests and all final system tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the analyzer was returned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the analyzer required unspecified repair to the connector. The status of the analyzer is unknown. No patient complications have been reported as a result of this event.